Event description:
Nezhat adapter inserted into powered unit and the lights verifying that it is in the "working" mode did not come on. Power unit exchanged with same results. Nezhat exchanged for a new set and then worked successfully. This issue was detected prior to contact with the pt. Diagnosis or reason for use: laparoscopic robotic total hysterectomy.